Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported having loose teeth and crowns breaking. Patient provided a letter of recommendation. In the letter the dentist states the aligner treatment has not met goals for alignment and occlusion and they will need to be seen by a local orthodontist with in-person appointments for their treatment. This is a contraindicated patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.